Manufacturer narrative:
Additional information: please review attached for investigation results.

Event description:
It was reported the patient underwent a tkr on date (B)(6) 2013. On (B)(6) 2013 the patient died from pulmonary embolism. The pulmonary embolism was deemed not device related.